Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they insulin pump had keeps on beeping every minute. Customer¿s blood glucose level was 332 mg/dl. Customer stated that the they delivered insulin and suddenly the insulin pump beep every minute. Customer states buttons were neither pressed nor accidentally pressed. Customer reported that the notification light was not blinking. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.